Event description:
In 2008, the occupational health and safety nurse alleged that nine employees at their facility experienced reactions after using caviwipes over one year ago. Six of the nine employees experienced headaches, watery eyes, and irritation while using caviwipes. These reactions abated once the employees stopped using the product and no further problems were experienced. This report is for the third of three employees, that required medical intervention.

Manufacturer narrative:
The employee required ER treatment on two occasions after using caviwipes or from the close proximity to caviwipes. The employee reports use of antihistamines prior to work to prevent reactions to exposure to caviwipes. The reactions abated once the employee stopped using the product with no further problems. Because the employee sought medical treatment for the reported reactions, this incident is reportable. No evaluation was performed. The part and lot number involved was unknown; therefore, evaluation of retain samples could not be conducted. Additionally, the hospital did not return any suspected product to metrex research corporation for evaluation.